Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient experienced some problems after coming out of surgery, so the device was turned off. The manufacturer representative (rep) advised them to leave the device off and said they would call later that night to turn it back on, but the call was never made. The caller stated that the patient has been sick and remains in the hospital with the therapy still turned off. Redirected them to healthcare provider (hcp) to further address the issue. Emailed the manufacturer representative (rep).